Manufacturer narrative:
No product has been returned for investigation nor were xrays provided to confirm the event. Labeling review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); infection; pain, discomfort or abnormal sensations due to the presence of the device." Patient education: "...the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." No product returned.

Event description:
It was reported that on (B)(6) 2017 a patient underwent a posterior spinal fusion. On (B)(6) 2017 the patient was experiencing pain and attended the hospital. X-rays indicated radiolucency around the implants and screws back-out. An MRI and a CT scan confirmed patient had an infection. On (B)(6) 2017 patient underwent a procedure to remove the previously implanted construct.